Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer would be hospitalized for a week starting on (B)(6) 2014 for gastric sleeve surgery. The customer's blood glucose level at the time of the report was 152 mg/dl. The customer was assisted in programming her temp basal rates. The product is not being returned. Nothing further was reported.